Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, lymphadenopathy, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5089478 that a female patient underwent an unspecified breast surgery with a 375cc mentor smooth round spectrum saline breast implant and experienced postoperative unexplained systemic symptoms, including painful breast masses, enlarged lymph nodes, cervical fusion from pain, anxiety, memory loss, and hair loss. The patient also experienced wrinkled implant and noted there were more symptoms in addition to a total hysterectomy. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2016. This medwatch report is for implant 1 of 2.